Event description:
It was reported per field service report: pump on pt: symptom - system error 3. Findings/action taken: found intermittent system error 3 error. Field service engineer did not see symptom. The intra-aortic balloon pump is being returned to arrow (B)(4) for eval and repair. Customer has sales loaner (B)(4).

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Eval: the iap-0500, autocat 2 wave intra-aortic balloon pump (iabp) was returned for eval. Iabp was connected to ac power and load and pt stimulators. Iabp alarmed with system error 3 when pumping was initiated. The side panels of the iabp were removed and a systematic review of the components of the iabp pump drive system was performed. It was found that one of the male pins on the motor connector was loose. The retention barbs of the pin were not properly spread which allowed the pin to back out of the connector housing. This resulted in the loss of one of the stepper motor phases which would cause the reported defect. The pin was repaired and properly seated into the connector. Iabp was then run for 24-hours with no observed problems. The assembly of the pin into the connector housing is performed by the motor supplier and may be considered as a supplier manufacturing defect. The intermittent system error 3 was confirmed. The cause of the reported defect was that a male pin was not properly seated into the connector housing on the stepper motor. This resulted in an intermittent electrical connection.